Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the system was explanted due to infection. New system was not implanted. Patient was stable during and post-procedure. Related manufacturer reference number: 2938836-2019-05570.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Event description:
New information received notes that the cause of infection was unknown. Physician didn¿t state that the infection was from the implanted device.